Event description:
The stent would not cross and the shaft bent, then split in 2. The product appeared normal until that point. It will be returned for analysis. This product is available for testing and eval, but the engineering report is pending. Further details regarding the procedure have been requested. Add'l info rec'd will be submitted within 30 days upon receipt.

Manufacturer narrative:
Ni.